Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a replacement procedure of the pulse generator. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable before, during and after the procedure.